Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that shortly after the initial implant, the atrial lead dislodged. Repositioning was attempted, but the lead continued to dislodge. The lead was explanted, and another lead was attempted. The replacement lead also dislodged twice, but was finally able to be placed successfully. The lead remains in use. No patient complications have been reported as a result of this event.